Manufacturer narrative:
(B)(4). Additional medical intervention. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific symptoms did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a randomized trial was completed to compare main fixation devices in regard to pain and recurrence in laparoscopic ventral incisional hernia repair (lvihr) and mesh was implanted. It was reported that the patients experienced post-operative pain, seroma, hematoma, prolonged ileus, cellulitis, and hernia recurrence. All hernia recurrence was evaluated by clinical examination, ultrasonography or abdominal computed tomography every 6 months. All seromas or hematomas either limited daily activities or required drainage. Additional information has been requested.